Manufacturer narrative:
Co-3140-s "3.5mm x 14.0mm cortical screw" batch 486712, physical batch 481248. Notes on examination with/without magnification include light/negligible scratches at head and light warping at drive feature; this screw was able to engage with a mating hpc-0025 driver and is not broken. Additional mdrs associated with this event: 3025141-2022-00002: screw 1, 3025141-2022-00003: screw 2, 3025141-2022-00004: screw 3, 3025141-2022-00005: screw 4, 3025141-2022-00006: screw 5, 3025141-2022-00007: screw 6, 3025141-2022-00008: screw 7, 3025141-2022-00010: screw 9, 3025141-2022-00011: screw 10, 3025141-2022-00012: plate.

Event description:
A routine plate removal was performed on the patient. During removal, one screw broke. Removal of the broken screw was performed using a k-wire and widening the screw hole. There was a 30 minute delay in surgery time as a result.